Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately terminated mode switch due to atrial events that were within the device atrial blanking period. The device continues to be monitored and remains in use. No patient complications have been reported as a result of this event.